Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a low vault. The lens was implanted and removed intra-operatively. The cause reported as unknown.

Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
H11- disregard initial MDR as was reported in error and n/a. Claim# (B)(4).